Manufacturer narrative:
It was reported that the patient's knee is tight. Surgery is planned to perform releases and exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient's knee is tight. Surgery is planned to perform releases and exchange the poly inserts.